Event description:
It was reported that a pt underwent a sacro-colpopexy by laparoscopic approach on (B)(6) 2010. During the procedure, after about thirty mins of morcellation of a one kilogram uterus with many thick fibroids, a "click" noise was heard and the blade turned but would not advance. The device no longer cut. After an unsuccessful resection attempt with a bipolar scissor, the surgeon noted that the size of the tissues were reduced enough to extract them vaginally. Currently, the pt is fine.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.